Event description:
At about 3 months from primary, the patient has undergone revision due to infection. The surgeon revised all components successfully

Manufacturer narrative:
Lot are not available at the moment and it is not possible to perform batch review. Additional implants involved. Reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0° (k170452). Reverse shoulder system 04.01.0122 humeral reverse hc liner ø39/+0mm (k170452). Reverse shoulder system 04.01.0155 glenoid baseplate - ø27x25 (k170452). Reverse shoulder system 04.01.0173 glenosphere - ø39x27 (k170452). Reverse shoulder system 04.01.0161 glenoid polyaxial locking screw - l30 (k170452). Reverse shoulder system 04.01.0161 glenoid polyaxial locking screw - l30 (k170452). Infection is a known possible complication of any surgery.

Manufacturer narrative:
Upon receiving information on the lots of the devices involved in this event it was noticed that the event had already been reported in a previous complaint. Therefore, the present report, MDR 2025-00392, is a duplicate of report MDR 2025-00100 submitted on 11 february 2025.